Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and was capturing the right ventricle. The ra lead was programmed off. No patient complications have been reported as a result of this event.